Manufacturer narrative:
Complaint of leaks on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown. D9 - device available for evaluation: no.

Event description:
The event occurred on unspecified date in (B)(6) 2026, involving a microclave¿ clear neutral connector. It was reported that a clave was leaking fentanyl. It was reported that the patient was on multiple IV drips. Additionally, per bedside rn, the clave found leaking, patient wet, drips not infusing. The event occurred in the hospital. There was patient involvement but no patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation- it has been requested. The investigation is pending.